Event description:
It was reported that during a percutaneous coronary intervention procedure a, guide wire tip detached and remained inside the patient. The target lesion was located in the obtuse marginal system. A 185cm pt2 guide wire was placed in the obtuse margin and another pt2 guide wire was placed in the circumflex artery. A non-bsc stent was deployed in the circumflex artery and trapped the pt2 guide wire in the obtuse marginal behind the implanted stent. The pt2 guide wire was unable to be removed from the obtuse marginal, force was applied and the tip of the pt2 guide wire broke off and was jailed behind the implanted stent. The pt2 guide wire tip was left inside the patient's anatomy. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).